Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was  pt said their manufacturer representative (rep) tried to fix/reprogram their ins to resolve the issue however, that did not work. Pt said when charging their ins, it would "cut off" and say "terminated" in the middle of the night. Pt said they cannot get it to charge at all now. Patient services (pss) walked pt through resetting the controller. Pt said the controller port and  recharger (rtm) looked good, pt also tried blowing into the controller port. Pt then started a charging session of their ins and had excellent recharging (controller 100%, ins in the red). Pss reviewed that the external equipment appeared to be working as intended. Pt further explained that it was not the charging that they were having trouble with, but having trouble with the stimulation shutting off at certain times on its own and displaying the "terminated". Pt said they would charge the ins, unplug the cord and the next time they looked at the controller it would display terminated and said they could no longer feel stimulation. Pss reviewed terminated message with pt. Pt said they could have the ins charged to 60% and they would no longer be feeling stimulation. Pt said after they met with the rep, they were charging in the car, got fully recharged, and later on in the day they could not feel the stimulation anymore and could not get it working again. Pt said they were in group c on the call and could not feel stimulation even though stimulation was on.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.